Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-01785. The hospital disposed of the device because the patient has an infection.

Event description:
The patient was undergoing a coil embolization in the inferior mesenteric artery (ima) using penumbra coil 400¿s (pc400). It was noted that the patient's anatomy was tortuous. During the procedure, the physician advanced a px slim delivery microcatheter (px slim) and a micro guidewire in the patient¿s body. Although the micro guidewire advanced toward the target portion of the ima, the px slim would not advance smoothly. Therefore, the micro guidewire was removed and replaced with another guidewire and the physician advanced a 3 millimeters pc400 into the aneurysm. However, due to the large size of the aneurysm, the pc400 did not properly fill the aneurysm; therefore, the physician decided to re-sheath it. While retracting the pc400 coil through the px slim in order to resheath it, the physician first experienced resistance and then no resistance was experienced afterward. Suspecting the possibility of an unintentional detachment of the pc400 in the px slim, the physician performed an angiography which confirmed that the pc400 had unintentionally detached near the hub of the px slim. After an unsuccessfully attempted to push the detached pc400 out of the px slim and into the aneurysm, the physician cut off the proximal portion of the px slim containing the detached pc400 with a pair of scissors, and removed the detached pc400. The procedure was then completed using the same guide wire, a new px slim and two new pc400. It should be noted that the physician used a rotating hemostasis valve (rhv) but did not use continuous flush; however, manual flush was performed before each coil insertion. There was no report of an adverse effect to the patient.